Manufacturer narrative:
There is no serious injury due to this event, however, it has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury, therefore, an MDR is being filed by invacare. Per the owners manual, attaching hardware that is loosely secured could cause loss of stability resulting in serious injury or damage. After any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely. Missing attaching hardware could cause instability resulting in death, serious injury or damage. Ensure all attaching hardware is present and tightened securely. Inspect/adjust weekly - seat is secured to wheelchair frame. Should additional information become available a supplemental record will be filed.

Event description:
Dealer reported that the screws for the seat on an (B)(4) power chair had fallen out causing the seat to fall off the unit. Dealership stated that they sent a technician out to the users home to evaluate the unit, the screws just needed to be replaced, which the tech did at the time of the visit. The chair was being utilized at the time of the event. Dealer stated that the seat on this unit did not need replaced. Product is not being returned to invacare, therefore, no evaluation of the unit is expected. No alleged injury.